Event description:
It was reported that during a laparoscopic appendectomy procedure the surgeon closed on lung tissue with a gray reload and went to fire the initial firing. They heard a loud clunk and the device would not fire. They used another like device and it did the same thing. The devices were removed with no issues after each firing. They used a third device and completed the procedure. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Incomplete firing cycle the analysis results found that the ats45 device was received in good visual condition and with a tr45w cartridge loaded in the device. The reload was received fully fired. The device was tested for functionality with a test reload and it fired, cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device performed without any difficulties noted during the functional testing. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.